Event description:
It was reported that the patient was not able to adjust stimulation. The patient programmer showed a call your doctor icon with a power on reset (por) condition. It was reported that the patient noticed this when they tried to increase stimulation a couple of days ago. Additional information received reported that the patient stated that their device was not working. It was noted that all impedances were greater than 4000 ohms. The event was due to battery depletion of the implantable neurostimulator (ins) and it was unknown if the event was due to the lead. It was reported that an x-ray on (B)(6) 2014 showed the stimulator device in the right posterior gluteal region with the distal tip of the lead wire just to the left of the mid-tine at the level of s3 in the sacrum. The patient did not required hospitalization due to the event. It was reported that the patient was scheduled for a battery change on (B)(6) 2014 and possible lead revision if there were any problems.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va014uc, implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant medical devices: product ID: 3037, serial# (B)(4), programmer, patient. Product ID: 3889-28, lot# va014uc, implanted: (B)(6) 2012, product type: lead. Product ID: 3889-28, lot# va014uc, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information received reported the event was attributed to the lead. The issue was noted as unknown. It was reported that a revision/surgical intervention was scheduled. It was noted questionable good results (unclear). The signs and symptoms associated with the reported event was urgency, frequency and nocturnal. It was reported the patient did not require hospitalization due to the event and no injury reported.